Manufacturer narrative:
Aware date correction: information received on 2025-april-30 that the correct aware date for initial supplemental should have been 2025-mar-26 instead of 2025-mar-28. Notify date was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient reported they noticed their symptoms came back and when they tried to check their device they got a message on their handset: therapy has stopped, replace internal device to continue. Reviewed the meaning of the message and redirected to their doctor. Pt asked how could it do that in 2 years? Reviewed some potential causes. Patient said they have not been in a car accident, no other medical tests, procedures, no falls. Offered and sent listings. The patient stated that their therapy has stopped. They're seeing "replace the internal device to continue therapy." The patient was inquiring which device needed to be replaced and why so soon after installing. Should not have stopped this soon.